Event description:
Patient was implanted with dhs construct on (B)(6) 2012. The screw heads on the screw popped off and the plate levered off of the femur laterally. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient was revised with a 6 hole 145 degree dhs construct and patient was augmented with ria graft. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Due to the type and extent of damaged incurred, and also because no lot number was provided, a finite evaluation is not possible.